Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that she experienced multiple high blood glucose episodes and does not know what to do. Her blood glucose at the time of incident was 493 mg/dl. Customer stated that she felt nauseous as a result of her high blood glucose. Troubleshooting for the high blood glucose and general inspection of the insulin pump and its components was initiated. A high pressure test occurred and the customer received a no delivery alarm. The customer was advised to change the entire infusion set, reservoir, and insulin, and treat her diabetes per health care provider's instructions. No products were returned and a new infusion set and reservoir was shipped to the customer.